Event description:
It was reported that the implant internal hex was damaged during the procedure. Procedure not completed and implant was removed. Tooth site 26.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bopt5485, (3i t3¿ tapered implant 5/4 x 8.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use. There was bone debris on external threads. Markings were identified on collar. Damaged drive feature identified. The double hex was discolored. DHR review was completed for the subject lot number 2023020099. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020099 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.